Event description:
It was reported that during a routine follow-up, the atrial lead exhibited oversensing. The lead was reprogrammed. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2014 notes: it was reported that the lead continued to exhibit noise. The noise was reproducible through arm movements. The patient was in good condition and would continue to be monitored.

Event description:
New information on (B)(4) 2014 notes: it was reported that the lead dislodged and was successfully repositioned.